Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI # egia60axt - (B)(4). Egiauxl - (B)(4).

Event description:
According to the reporter during the laparoscopic sleeve gastrectomy procedure, the staple did not form properly normal formation during surgery. The staple line was oversewn. There was no injury to the patient but there was some tissue damage with bleeding. There was no unanticipated blood loss of 500cc or more. The product was not tested prior to use. The handle was not reprocessed or re-sterilized prior to use. There was no reinforcement material used in conjunction with the stapling device